Event description:
It was reported that during an indirect decompression spacer implant procedure, the spindle cap broke off of the spacer. There were no patient complications due to the event. A new spacer was successfully implanted and the patient was doing well postoperatively.

Manufacturer narrative:
Analysis of the returned spacer confirmed that the spindle cap was completely sheared off from the implant body. The actuator shaft and spindle were found to be outside of the main body. The damage to the implant was sufficient to prevent functional testing. The damage to the implant indicates failure was likely due to deployment against resistance (e.g., bone) and or manipulation of the position of the device by gear shifting of the inserter therefore, the probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the spindle cap broke off of the spacer. There were no patient complications due to the event. A new spacer was successfully implanted and the patient was doing well postoperatively.